Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when retracting the foot of the proglide device, the foot got caught on the vessel due to calcification and the device could not be removed. A cut down was performed to remove the device. No vessel damage occurred. The aaa procedure was completed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide suture mediated closure device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. The reported difficulty closing the foot and device entrapment appear to be related to interaction with the patient tissue and/or calcification. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.